Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR: device available for evaluation; device evaluated by manufacturer. Correction: method code 4114 removed. Evaluation summary: all available information was investigated and the reported difficult to position the delivery catheter (dc) shaft was confirmed. All available information was investigated. The actuator mandrel was observed to be bent; however, a definitive cause for the bent actuator mandrel could not be determined. The dc shaft was observed to be bent. The dc shaft bend and the reported difficulty positioning the dc shaft were cascading effects of the bent actuator mandrel. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unintended movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During advancement and retraction of the cds, it was noted the cds was jumping and the movement did not feel smooth. The clip was deployed, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to position the delivery catheter (dc) shaft in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.